Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported anemia, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. The patient remained ongoing on heartmate ii lvas, serial number (B)(6), until they underwent pump exchange on (B)(6) 2021 (reference MFR # 2916596-2021-02768). The patient had further anemia events on (B)(6) 2018 (MFR # 2916596-2021-03025), (B)(6)2019 (MFR # 2916596-2021-03027), (B)(6) 2020 (MFR # 2916596-2021-03035), and (B)(6) 2021 (MFR # 2916596-2021-03036). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 2(B)(6) 2016. The heartmate ii left ventricular assist system (lvas), instruction for use (IFU) is currently available. This IFU lists the adverse events that may be associated with the use of the hmii lvas. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's other admissions for anemia/bleeding are referenced in MFR numbers 2916596-2021-03023, 2916596-2021-03025, 2916596-2021-03026, 2916596-2021-03027, 2916596-2021-03032, 2916596-2021-03034, 2916596-2021-03035, 2916596-2021-03036. Patient's weight was estimated from most recent figure provided no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted (B)(6) 2016 to (B)(6) 2016 for anemia. Gastrointestinal service was consulted. The patient was treated with blood transfusion and proton pump inhibitors (ppi).